Event description:
It was reported the customer had a low blood glucose event that required the paramedics to be called. Customer also reported a motor error alarm on their insulin pump and a calibration error alert with their sensor. Troubleshooting could not occur at the time of the call. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided with this report. The motor passed motor test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.